Event description:
It was reported that during a carotid artery stenting (cas) procedure, stent movement occurred. The lesion was located in the non-tortuous common carotid artery; however, which common carotid artery is unknown. The percent stenosis of the lesion is also unknown. Access was obtained via an unspecified femoral artery. The nexstent 30mm stent delivery system was advanced to the lesion; however, upon deployment, the stent "jumped 2cm to the carotid bifurcation." A second nexstent 30mm stent was implanted proximal to the jumped stent to complete the procedure. The patient's status was reported as "fine."

Manufacturer narrative:
The complainant indicated that the stent delivery system will not be returned for evaluation and the stent remains implanted; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, an supplemental medwatch will be filed.